Event description:
During a coronary drug eluting stenting treatment procedure the balloon did not deflate. The target lesion was located in the mildly tortuous, mildly calcified, 90% stenosed proximal right coronary artery (rca). The lesion was predilated with a maverick balloon of unknown size. A 3.50 x 28mm taxus express2 drug eluting stent was deployed in the rca. After stent deployment the delivery balloon would not deflate. The physician attempted several negative deflations with the inflation device without success. Finally the physician pulled on the delivery device and was able to remove the balloon while still inflated. Total balloon inflation time was 2 minutes during which the patient experienced st elevation, which resolved after successful removal of the balloon. The stent remained in good position and well apposed. No further patient complications were reported. The patient status was reported as "satisfactory/good."